Event description:
Pt was already on treatment per corneal ulcer. She uses contact lenses which are supposed to be changed every night or fortnightly. She put her other contact lens on the other eye and ended up with keratitis of both eyes. She has been put on vigamox. The solution used for cleaning the lenses is probably responsible for the infection. The solution was bought over the counter. Pt is getting better.